Manufacturer narrative:
The device was not returned for evaluation. The clinical observation was unable to be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25 mm surgical aortic valve, implanted approximately six years and seven months, was explanted due to perivalvular leak causing severe hemolytic anemia and class IV shortness of breath. The explanted device was replaced with a 23 mm edwards valve. It was reported that the patient had sudden cardiac arrest requiring CPR and ECMO. The cause was found to be pericardial tamponade. Patient suffered acute cerebral injury with no recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".